Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted mediastinal mass resection surgical procedure, the fenestrated bipolar forceps (fbf) instrument was noted with "wispy irregularities in black vinyl coated areas," possibly indicating a damage on the conductor wire insulation. No fragment fell inside the patient. The procedure was completed with no injury to the patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The issue was identified after the procedure. The procedure was completed with the same instrument. The procedure was not delayed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found various scratch marks with light material removed on the main tube. The scratch marks were 0.073 - 0.243¿ in length and were not aligned with the tube axis. No conductor wire damage was identified.